Manufacturer narrative:
Date sent to FDA: 7/3/2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
(B)(4) it was reported that patient underwent mesh revision on (B)(6) 2011 by dr. (B)(6) due to adhesions at (B)(6) medical center. It was reported that patient underwent mesh removal on (B)(6) 2017 by dr. (B)(6) due to recurrence of hernia, adhesion formation, and mass of mesh formation. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.